Event description:
It was reported that the guidezilla was fractured and was snared to remove. During the procedure, a wide-necked 27mmx30mm device on CT for splenic artery aneurysm was scheduled to be packed in the mass via the left radial artery approach. A non-boston scientific guiding sheath reached the celiac artery; however, the splenic artery was severely curved, and a non-boston scientific guidewire crossed through with difficulty. As the non-boston scientific guidewire reached the splenic artery, it was attempted to insert a non-boston scientific balloon catheter before packing in the mass. However, the balloon catheter did not advance distally from the point where the balloon catheter reached the curved part of the splenic artery, and the guidewire came out. To strengthen the backup, a guidezilla pv 6fr was inserted into the non-boston scientific introducer sheath and was advanced. However, it reached the lesion of about 4 to 6cm beyond the curved part of the splenic artery. The non-boston scientific balloon catheter was inserted into the guidezilla and advanced to reach the lesion part. The inflation was then performed, and the size of the balloon was confirmed. Another non-boston scientific guidewire was then inserted into the non-boston scientific introducer sheath to insert the microcatheter for the delivery of the coil. The second non-boston scientific guidewire was able to be delivered to the area of the lesion; however, the physician felt a rupture when he attempted to remove the guidezilla before inserting the microcatheter. The physician noted that there was no force applied during removal; however, he commented that there was a slight resistance while inserting the balloon catheter. It was found that it was disconnected from the half-pipe when it was pulled out. It was then decided to recover the remaining device with a snare, and since the second non-boston scientific guidewire was no longer needed, it was then removed, and the remaining part was pulled into the guiding sheath and recovered. The entire guiding sheath was removed, a new guiding sheath was then inserted, and the procedure was performed. It was concluded that it would be difficult to deliver the balloon due to the degree of curvature of the blood vessels; therefore, the treatment method was changed from packing in the mass to isolation, and the procedure was completed. The patient was then returned to the room for extubation. There was no patient injury.

Event description:
It was reported that the guidezilla was fractured and was snared to remove. During the procedure, a wide-necked 27mmx30mm device on CT for splenic artery aneurysm was scheduled to be packed in the mass via the left radial artery approach. A non-boston scientific guiding sheath reached the celiac artery; however, the splenic artery was severely curved, and a non-boston scientific guidewire crossed through with difficulty. As the non-boston scientific guidewire reached the splenic artery, it was attempted to insert a non-boston scientific balloon catheter before packing in the mass. However, the balloon catheter did not advance distally from the point where the balloon catheter reached the curved part of the splenic artery, and the guidewire came out. To strengthen the backup, a guidezilla pv 6fr was inserted into the non-boston scientific introducer sheath and was advanced. However, it reached the lesion of about 4 to 6cm beyond the curved part of the splenic artery. The non-boston scientific balloon catheter was inserted into the guidezilla and advanced to reach the lesion part. The inflation was then performed, and the size of the balloon was confirmed. Another non-boston scientific guidewire was then inserted into the non-boston scientific introducer sheath to insert the microcatheter for the delivery of the coil. The second non-boston scientific guidewire was able to be delivered to the area of the lesion; however, the physician felt a rupture when he attempted to remove the guidezilla before inserting the microcatheter. The physician noted that there was no force applied during removal; however, he commented that there was a slight resistance while inserting the balloon catheter. It was found that it was disconnected from the half-pipe when it was pulled out. It was then decided to recover the remaining device with a snare, and since the second non-boston scientific guidewire was no longer needed, it was then removed, and the remaining part was pulled into the guiding sheath and recovered. The entire guiding sheath was removed, a new guiding sheath was then inserted, and the procedure was performed. It was concluded that it would be difficult to deliver the balloon due to the degree of curvature of the blood vessels; therefore, the treatment method was changed from packing in the mass to isolation, and the procedure was completed. The patient was then returned to the room for extubation. There was no patient injury. It was further reported that the balloon rupture did not occur and that the guidezilla became separated during removal. The guidezilla was completely removed from the patient's body and no fragments were left inside. Snare was not used to remove it. When the non-boston scientific guidewire was pulled, the separated part was also pulled into the guiding sheath and was removed together with the guiding sheath. No additional interventions were performed during removal. There was no consequence to the patient after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla ii guide extension. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed multiple flat spots along the distal shaft. There is a kink to the distal shaft 32.7cm from the tip. The collar is separated from the distal shaft. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities. Product analysis found damage that could have contributed to the reported event.

Event description:
It was reported that the guidezilla was fractured and was snared to remove. During the procedure, a wide-necked 27mmx30mm device on CT for splenic artery aneurysm was scheduled to be packed in the mass via the left radial artery approach. A non-boston scientific guiding sheath reached the celiac artery; however, the splenic artery was severely curved, and a non-boston scientific guidewire crossed through with difficulty. As the non-boston scientific guidewire reached the splenic artery, it was attempted to insert a non-boston scientific balloon catheter before packing in the mass. However, the balloon catheter did not advance distally from the point where the balloon catheter reached the curved part of the splenic artery, and the guidewire came out. To strengthen the backup, a guidezilla pv 6fr was inserted into the non-boston scientific introducer sheath and was advanced. However, it reached the lesion of about 4 to 6cm beyond the curved part of the splenic artery. The non-boston scientific balloon catheter was inserted into the guidezilla and advanced to reach the lesion part. The inflation was then performed, and the size of the balloon was confirmed. Another non-boston scientific guidewire was then inserted into the non-boston scientific introducer sheath to insert the microcatheter for the delivery of the coil. The second non-boston scientific guidewire was able to be delivered to the area of the lesion; however, the physician felt a rupture when he attempted to remove the guidezilla before inserting the microcatheter. The physician noted that there was no force applied during removal; however, he commented that there was a slight resistance while inserting the balloon catheter. It was found that it was disconnected from the half-pipe when it was pulled out. It was then decided to recover the remaining device with a snare, and since the second non-boston scientific guidewire was no longer needed, it was then removed, and the remaining part was pulled into the guiding sheath and recovered. The entire guiding sheath was removed, a new guiding sheath was then inserted, and the procedure was performed. It was concluded that it would be difficult to deliver the balloon due to the degree of curvature of the blood vessels; therefore, the treatment method was changed from packing in the mass to isolation, and the procedure was completed. The patient was then returned to the room for extubation. There was no patient injury. It was further reported that the balloon rupture did not occur and that the guidezilla became separated during removal. The guidezilla was completely removed from the patient's body and no fragments were left inside. Snare was not used to remove it. When the non-boston scientific guidewire was pulled, the separated part was also pulled into the guiding sheath and was removed together with the guiding sheath. No additional interventions were performed during removal. There was no consequence to the patient after the procedure.